Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0208442v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: stimulator, lot and serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there were impedances reading greater than 20,000 ohms when tested at 1.5v. The manufacturing representative re-ran at 3.0v and found c/3 21, 193; 0/3 21, 090; 1/3 22, 090; 2/3 21, 936 ohms. The patient was in the operating room for a replacement battery due to end of service. Patient outcome from replacement was all impedances were within range, no problems were found. Information omitted, see related (B)(4). Additional information was requested but had not been received as of the date of this report.